Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 month post-implant, it was reported that the pt's lactate dehydrogenase (ldh) level was high and the pump speed needed to be increased in order to maintain sufficient pump flow. A pump exchange was performed due to suspected pump thrombus.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump with no further issues reported. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.